Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) lead was present in the patient as well but was not targeted for extraction. The lead terminal pin was cut, and a spectranetics lld ez lead locking device (lld ez) was inserted into the lead but could only advance past the lead proximal coil, so was removed. Then, an lld #1 was inserted into the lead; however, the lead internal cathode was pushed into the body of the lead, and the lld could not advance down the lead. Therefore, suture was used to tie off the high voltage lead cables to provide traction. Beginning with a spectranetics 14f glidelight laser sheath and a spectranetics medium visisheath dilator sheath, advancement was made to the innominate vein, when progress stalled, despite heavy lasing in the area. Devices switched to a 16f glidelight with no outer sheath, and progress was made past the obstruction, but the glidelight could not remain coaxial because of lack of traction, and the patient's blood pressure dropped. Rescue efforts began, including sternotomy, and an innominate perforation was discovered and repaired. The rv lead was removed post-sternotomy, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
H3): the glidelight was not returned, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.